Event description:
During internal investigations at biomerieux r&d with a certain lot of nuclisens extraction reagents the performance of downstream assays was adversely affected. When nuclisens acid extracts obtained with the specific lot of reagents were used for amplification lower than usual sensitivity & accuracy were obtained. Investigation revealed that the results were caused by one lot of guanidium-isothiocynate (guscn), which is the main starting material for the preparation of the lysis and extraction reagents. There have been no customer reports of similar issues.